Manufacturer narrative:
Alleged failure: the doctor had 4 cinchlock flex implants fail to release the nitinol wire from the implant upon deployment. The nitinol wire was seen exiting the patient post removal of cinchlock implant inserter.4 out of 5 implants failed the same way. It was noticed by the doctor when removing the implant inserter. Additional information provided: can you please advise if there were any adverse consequences reported for the patient? There was a small amount of the wire left in the implant which may or may not become an issue going forward, we are unsure. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be incomplete lever actuation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the cinchlock flex implant failed to release the nitinol wire from the implant upon deployment. There was a small amount of the wire left in the implant which may or may not become an issue going forward.

Event description:
It was reported that the cinchlock flex implant failed to release the nitinol wire from the implant upon deployment. There was a small amount of the wire left in the implant which may or may not become an issue going forward.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.